Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced malposition of device and unintended movement. This information was received from one source. This malfunction involved one patient with no consequences. The patient is (B)(6) year old male with (B)(6) lbs of weight.